Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg over 500 mg/dl at its highest) and ketone level was low. Bolus and insulin injections were used to address bg. Customer was a new pump user and contact had been adjusting pump settings (different than healthcare provider recommendation) to address bg. Current elevated bg was due to customer consuming a high carbohydrate breakfast and was not monitoring bg level. Customer's healthcare provider adjusted pump basal rate to prevent future elevated bg.